Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 cable was faulty. The field service engineer examined pyxibus cable. The issue was resolved by reseated all cables and wires. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5 failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.